Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was suspected to be caused with the arterial sheath of the neuroprotection system (nps), extending to the origin of the bifurcation of the ica/eca. An additional unplanned stent was used to cover the dissected area. The procedure was completed successfully with no health consequences or impact to the patient.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.